Manufacturer narrative:
Ventilator, serial number (B)(4), was returned and a visual and functional evaluation was performed per procedure #(B)(4), rev. 7 and data was documented on data sheet #(B)(4), rev. 8. The reported incident was verified. 3.1 verify proper assembly failure - the exhalation control knob was not attached to the ventilator unit (found as received). 3.5 verify knobs are secured failure - the exhalation control knob was not secured (found as received). 4.2.2 verify pressure reading at the test gauge is 50 psi ± 2.0 psi failure - the pressure reading was 38.0 psi. 4.2.7 verify master switch turns smoothly and flow starts at mid position failure - exhalation wink light indicator did not activate. The inhalation phase would trigger early, before the master switch was set to the mid-position. When the master switch was turned to on, the ventilator unit completed the inhalation phase but did not enter the exhalation phase. Only the inhalation wink light indicator activated and the lung remained inflated. The first test was stopped. The exhalation flow valve assembly (p/n 21390) was removed from the ventilator unit and disassembled to further inspect the subcomponents in the assembly. After the bushing and adjuster shaft were removed, the valve needle (p/n 42583) was observed to be stuck in the lowered position. The valve needle being jammed prevented the ventilator from entering the exhalation phase. Root cause: the exhalation needle valve was forced beyond the calibrated setting, becoming stuck in a lowered position. A review of the device history record (DHR) found no nonconformance that would cause or contribute to the reported issue. This report is submitted to comply with MDR malfunction notice 76 fr 12743 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that during regularly scheduled testing of the hyperbaric ventilator there was no ventilation. No patient involvement or injury was reported.